Event description:
Boston scientific received information that one day post implant the right ventricular (rv) lead exhibited increased threshold measurements, decreased pacing impedances and decreased r-wave measurements. A revision procedure was performed where the header connections were checked and the rv lead was re-tested through the pacing system analyzer (psa). It was thought that the lead had perforated through the rv wall as once the helix was retracted the patient needed a pericardial tap. The field representative noted that the perforation was not visable on fluoroscopy. However they could see that the heart wall was not moving under x-ray. Subsequently the rv lead was repositioned without further complication. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.